Event description:
It was reported that the drive support cap was loose and sticking out. The blood glucose reading was 112 mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk.